Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008. The fse performed preventative maintenance on the instrument. The fse inspected the instrument and no hardware issues were found. All instrument testing met specs. Customer indicated that fibrin was present in the pt sample. Customer was confident that sample integrity is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) and ck-mb results generated on the access 2 immunoassay system. The initial elevated results were not reported outside the lab. The pt sample was pipetted out and re-spun prior to retesting it. The pt sample was retested on a different instrument and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.